Manufacturer narrative:
Batch review performed on 1 april 2025. Lot 2113673. (B)(4) items manufactured and released on 27/10/2021. Expiration date: 14/10/2026. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-spherika 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot 2337001: (B)(4) items manufactured and released on 16/11/2023. Expiration date: 20/10/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot 2236014: (B)(4) items manufactured and released on 10/10/2022. Expiration date: 20/09/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient reported stiffness. About 1 year and 1 month after the primary surgery, the stiffness was treated under anesthesia with manipulation, but no component was revised.